Event description:
Consultant attended a surgeon meeting in (B)(6) where the following hardware failures were discussed: patient fell from subway steps on (B)(6) 2012 and was implanted with 3.5mm medial distal tibia plate on 2/3/2012. Patient was returned to or on (B)(6) 2012 for revision to posterior distal tibia locking plate due to plate breakage. No further information is available.

Manufacturer narrative:
Additional narrative:without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4): placeholder.